Event description:
It was reported that during an unknown procedure, the handpiece kept giving errors. No additional details were known. Handpiece is not being returned.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.